Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was missing in the clevis. No other damage or wear marks were observed on the clevis. Failure analysis investigation also found scratches on the surface of the distal pulley. The distal end of the main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches are short in length and not axially aligned with the tube. It was concluded that the damages found to the main tube were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable and scratches on the main tube could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a bowel resection surgical procedure using the da vinci surgical system, a cable of the grasping retractor instrument was identified as being broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.